Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction since a balloon not inflated properly may lead to an increase in leakage of fecal material. This may expose the patient to the risk of wound contamination/infection. Although the risk of wound contamination by fecal matter is greatly reduced with the use of the flexi-seal fms device when compared with other methods, the possibility cannot be completely ruled out. The "precautions and observations" section of the product insert instructs the end users to provide for skin care and interventions as some "leakage of stool around the device" is to be expected. Thus, the standard clinical practice is to cover wounds with barrier dressings to facilitate healing and reduce the risk of potential fecal contamination. Patient was not harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional information be received note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It was reported that a staff nurse was unable to irrigate through the irrigation port, for the syringe would not flush. The clinical lead attempted to irrigate through the port and was unable to do so, due to difficulty in pulling out the water from balloon. In addition, they could not get a return of the 45 cc used to inflate the balloon. They checked the device to ensure that it was not twisted. In order to remove device from patient, the balloon was punctured to enable water drainage. It was reported that the nurses proceeded to use a second kit, but a balloon retention test was performed prior to use on patient. They filled the balloon with 40 cc of water and tried again to retract the water, but received the same results as the initial attempt. The second device used for testing, has been retained by facility.

Manufacturer narrative:
Add'l info was received on june 25, 2015. Third party MFR performed a batch record review for lot # 13-fm-0203 and no exceptions were noted during the production or qc processes. All catheters passed the air leakage test. Four retention samples were also reviewed for the same lot. The appearance of the balloon, catheter body and valve function were normal. A complaint simulation test was performed using 8 samples from the same lot. Water inflation test was performed with 45ml of water held for 24 hours in each unit. No blockage, breakage or leakage was noted and the inflation/deflation of the samples were normal. After a thorough batch review, no discrepancies or non-conformances were found. There is not enough info to conclude the product did not meet spec and perform as intended. Product monitoring review will monitor the product trends if the issue were to reoccur. No further actions are required and the complaint will be closed. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. Reported to the FDA on july 15, 2015.